Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
During tha, the surgeon used trident cup. The surgeon tried to fix the insert trial with the insert screw. The screw could not be fixed to the insert trial. Therefore, the surgeon did not use the insert screw.